Event description:
According to the reporter: while removing the device from the packaging, the pouch fell off of the handle. The device was not used on the pt. The pouch and draw string ring are missing from the handle and were not retained. One of the black plastic tips on the specimen pouch retaining ring is also missing. There was no other damage noted on the handle.

Manufacturer narrative:
(B)(4).